Manufacturer narrative:
A necessary correction was identified. Corrected information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.10. Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. Root cause: additional information was provided by a doctor, who indicated that the patient had a mild hyperopic surprise. In the surgeon's opinion the cause of the event was challenging iol calculations. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedure, she is experiencing glare or a "glitter" appearance in her vision driving at night that is intolerable. She is also complaining of a nearsighted result and her surgeon has her wearing contact lenses to see better at distance, which does help the glare. Her surgeon states she has scar tissue on her right eye that is contributing to her poor distance vision. Pt states her vision at near is great, but distance and intermediate vision are not. Additional information was provided for the left eye only that in the surgeon's opinion the cause of the event was due to challenging iol calculations. The prognosis is that the patient would benefit from additional surgery probably lasik or prk touch up. No information was provided as to the cause of the glare or "glitter" that is causing her vision for night driving to be intolerable. There are two medical device reports associated with this consumer. This report is for the left eye.